Manufacturer narrative:
Product analysis : visual and optical examination of the ibt balloon identified a small pinhole puncture near the distal peak of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a bkp procedure on a patient with a vertebral compression fracture at l1, a balloon was inserted into the vertebral body and inflated to 1.5 cc and 300 psi. Upon checking the postition of the ibt on fluoroscopy, the physician noticed the balloon was ruptured and removed it. The procedure was completed successfully with a new product. No patient complications were reported.